Manufacturer narrative:
(B)(4) confirmed the meter for display defect; a solid wide vertical line appears on the middle of the meter display screen. (B)(4) observed that the location of the line on the display does distort the last digit of the result during the simulation test; therefore misinterpretation is possible. (B)(4) observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens and during performance testing.

Event description:
On (B)(6) 2014, it was reported that there was a vertical line going across the display of the patient's blood glucose monitor that affected the values displayed on the device. The patient also stated that the power button often had to be pressed several times before it would respond. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.